Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was shocked at home while working with a hammer in his house. A device check revealed that anti-tachy pacing (atp) and two shocks were delivered due to twave oversensing. Changing the right ventricular lead sensitivity or sensing polarity was discussed. The lead remains in use. No further patient complications have been reported as a result of this event.